Event description:
It was reported that this right ventricular (rv) lead exhibited jumpy impedances. The impedances remained within range. Additionally, there was a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) feature. It was also noted that the patient had several magnetic resonance imaging¿s (MRI¿s) despite the device system being non-MRI conditional. Technical services (ts) advised monitoring the issue and the lead's thresholds. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).